Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection. Reportedly, the customer continued to use the pump for insulin therapy.